Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Right motor is jerking and grinding and the left motor is pulling in a different direction.